Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic low anterior resection, the doctor could not squeeze the firing trigger at the first firing. He tried again, and the device could be fired, but one side of the cut line was not stapled at all and remained open. The device was used on the rectum. Another competitive device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.